Event description:
The pt was implanted with a prosthesis on 3/14/96. Subsequently the physician noted that the pt's left breast had developed an infection. No add'l info regarding this occurrence is available at this time. The MFR will request the return of the device for eval purposes and will continue its investigation of this occurrence.